Event description:
Per oos, this system was removed due to infection. Lumax 540 dr-t, (B) (4), MDR 1028232-2010-00156. Setrox s 53, (B) (4), MDR 1028232-2010-00157. Linox sd 65/18, (B) (4), MDR 1028232-2010-00158.